Event description:
It was reported that a spectrum iq infusion pump had an air detection malfunction found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4 model, d4: unique identifier (UDI) #, g4 combination product additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing, an air detection malfunction was not reproduced. The event history log (ehl) review was performed and revealed multiple occurrences of reload set and "tube not properly loaded in air detector" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as constant "reload set" message. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.